Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow-up, the app was unable to be paired with the patient's phone and a loss of bluetooth (ble) telemetry was suspected on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
No additional information was obtained to investigate the reported issue. Therefore, the cause of the reported incident could not be conclusively determined. If additional information is received, an analysis will be opened.